Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pt's spouse reported a return of pain symptoms and they heard an unidentified ringing sound, thought to be an alarm. The pt was seen in clinic and no alarms were audible. The hcp reported the pt had experienced two episodes of increased residual volume discrepancy at refill and had recently experienced a dramatic increase in his pain level and was taking double his dose of oral medications which included ms contin, baclofen, ativan and zanaflex. The drugs used in the pump were morphine 25 mg/ml concentration at 24.480 mg/day and compounded baclofen 0.3 mg/ml concentration at 0.30 mg/day, infused by simple continuous mode. The hcp reports that the pt has required oral baclofen supplementation the last 10 days prior to refill for spasm control. No obvious neurological changes were noted, although there is difficulty assessing due to underlying spinal cord trauma. The pump was refilled with no changes made to the daily rate. The following day the hcp talked to the pt who sounded very weak or exhausted. The pt reported his pain and spasms had increased in frequency and intensity; he felt his symptoms were not controlled. The hcp sent the pt to the emergency room evaluation for possible pump failure. Indium dye study, MRI, and x-ray were taken to evaluate the catheter; results were not reported. The pump was subsequently replaced; the pt recovered without sequela.